Manufacturer narrative:
H4: the lot was manufactured between july 21, 2023 - july 24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and it showed fluid inside the device bladder which suggested possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion, the expected therapy time was 46 hours, however, the device still had approximately 10% of the fluorouracil volume remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.